Event description:
On 07/08/2024, it was reported by an arthrex employee via (B)(4) that an ar-8943t-06 locking third tubular plate thread appeared damaged. This was discovered during a case the plate was on bone with 3 proximal screws in. The surgeon went to lock the distalmost hole, and the 3.5-locking screw would not engage into the plate. Additional information was provided on 07/11/2024, where it was reported that this event occurred during an orif ankle on (B)(6) 2024. A new plate of the same length and type. Additional anesthesia was administered.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.